Event description:
It was reported that during a surgery p/n# 6400170 holding portion of forcep (ball side) broke at base of hinge. The customer did not have a spare available, so there was a 30 second delay while a different forcep was found to complete the procedure. No adverse consequences to patient.

Manufacturer narrative:
The reported event could be confirmed. The visual examination showed that a part of one arm has broken off. Furthermore the area of the hinge as well as the breakage area show signs of corrosion and residues like blood and/or other body fluids. The fracture surface of the broken off part shows an intercrystalline fracture due to stress crack corrosion. Furthermore, the fracture surface shows pitting corrosion. Most likely, the appearance of the corrosion was caused by insufficient or not proper cleaning when blood and/or other fluids were not completely removed. Based on the investigation the root cause for the breakage can be tied to a user related issue. Indications for any material or manufacturing related problems were not determined in the investigation.

Event description:
It was reported that during a surgery p/n# 6400170 holding portion of forcep (ball side) broke at base of hinge. The customer did not have a spare available, so there was a 30 second delay while a different forcep was found to complete the procedure. No adverse consequences to patient.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.